Manufacturer narrative:
(B)(4)

Event description:
It was reported that stent damage occurred.a 4.00mmx16mm promus premier stent was selected for use. However, during unpacking, the stent strut was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row that were bent back distally. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 4.00mmx16mm promus premier stent was selected for use. However, during unpacking, the stent strut was noted to be damaged. The procedure was completed with another of the same device. No patient complications were reported.